Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been charging three times a day. He met with a rep who helped get it down to two times a day as long as the patient did not use it overnight. The patient ended up turning the stimulation down overnight. It was noted that on (B)(6) 2018, the ins charge was at 60% and on (B)(6) 2018 it was at 40%, which meant that the recharge frequency had improved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins was depleting from 100% to 0% every 12 hours and the patient feels that they are charging too often. The patient reported that the ins was at 100% last night and when they woke up in the morning, it was at zero and they had a return of pain in the legs and a cramp. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins depleting to 0% in 12 hours was expected due to the patient's high dose settings. The patient was reprogrammed with low dose settings. No further complications are anticipated.